Manufacturer narrative:
As reported, an expired bard/davol ventralight st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in october, 2019. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic ventral hernia repair on (B)(6) 2021, a bard/davol ventralight st mesh which expired on (B)(6) 2021 was implanted in a patient. It was reported that the mesh has been left implanted and the patient has not received any additional medical/surgical treatment. It was reported that the product labels were placed correctly on the packaging and the mesh was properly stored prior to use and that all seals on the packaging were intact, so there were no concerns about the integrity of the mesh. There was no reported patient injury.